Manufacturer narrative:
The initial report inadvertently did not include information regarding the patient¿s seizure activity.

Event description:
Operative notes from a generator revision surgery on (B)(6) 2013 were received on (B)(4) 2013. During surgery, the old generator was explanted, and the new generator was placed. At this time, the lead impedance was ok. The generator was placed in the pocket, and the wound closed. Another diagnostic was performed results of high impedance. The wound was re-opened, the lead re-inserted several time, and high impedance was still seen. The lead was replaced, but diagnostics showed that the system was still not functioning properly; however, the patient was closed. An implant card received on (B)(4) 2013 that indicated ok lead impedance. Clinic notes dated (B)(6) 2013 indicated that this patient¿s seemed to be getting worse and more frequent. The patient had a grand mal seizures associated with an aura that was not typical for her. The device was interrogated but could not communicate, believed to be due to battery depletion. A battery life calculation was performed with results of 0 years remaining. Attempts for additional information have been unsuccessful. The explanted devices have not been returned to date.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Patient clinic notes were initially received which indicated that prior to surgery, the patient began experiencing an increase in seizure frequency and severity and that prior to having a grand mal seizure at work she experienced an aura which was ¿not typical for her.¿ the notes also state that the patient¿s generator was believed to be at eos as attempts to interrogate the device were unsuccessful. Additionally the notes stated "breakthrough seizures, etiology possible low anticonvulsant levels. Of course, the vagus nerve stimulator does not seem to be functioning."

Event description:
Follow-up with the facility in which the patient¿s explant surgery took place revealed that the explanted lead and generator were discarded following surgery.